Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported inflation issue was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed.

Event description:
It was reported that after unpacking and removing the protective sheath without issue from a 3.5x20 nc trek rx balloon dilatation catheter (bdc), the 3.5x20 nc trek rx bdc was advanced without resistance to the target lesion in an unspecified vessel via radial access; when attempting to inflate the balloon, though no leaks were noted anywhere on the device, the balloon failed to inflate. The uninflated nc trek rx bdc was withdrawn from the anatomy without resistance. Another nc trek bdc was used to complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.